Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/09/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump was returned with a peeling keypad cover. During testing, all of the keypad buttons were normally responsive. The keypad cover was removed and no contamination was found under any of the keypad button contacts. There was evidence of moisture observed behind the display screen. The pump was opened and there was evidence of moisture observed on the internal components of the pump. Unrelated to the initial complaint, the display screen was dim and discolored and the audio bolus button cover was observed to be torn. Also unrelated, the battery compartment was observed to be cracked. The leak test failed due to a battery compartment leak.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (dmg prior tactile cngs w/moist) issue. The reporter alleged that all of the keypad buttons were under responsive. Also, the keypad was reportedly missing/peeling. Furthermore, moisture was evident behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.